Event description:
It was reported, the pt presented with shortness of breath and was admitted for replacement of this valve 18 years after implant. The valve was explanted due to severe aortic insufficiency secondary to paravalvular leak. Additional surgery performed included repair/obliteration of the aortic root/left ventricular outflow tract abscess, aortic root replacement, mitral valve annuloplasty, and tricuspid valve annuloplasty.